Event description:
Pt awakened from sleep and had an "insulin reaction" (low blood glucose). Pt's blood glucose was 2.1 mmol/l at some point during the incident -- pt is having difficulty remembering the details of the event. Pt also experienced bruising of their feet after the event, and they believe they fell several times during the incident. Pt self-treated low blood glucose by drinking orange juice.